Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "not working." Reported problem cause description: "faulty pressure sensor." Hence, the work performed in the device includes: "unit checked & found error 240.4150. Replaced pressure sensor. Unit now working ok." There was no patient involvement.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b17. Annex c: c20. Annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Root cause: the root cause for the reported issue that device had error 240.4150 was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "not working." Reported problem cause description: "faulty pressure sensor." Hence, the work performed in the device includes: "unit checked and found error 240.4150. Replaced pressure sensor. Unit now working ok." There was no patient involvement.